Event description:
A us distributor reported that a monitor that was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 203 (pulse test fault). The cause for the failure was isolated to contamination in the sd card slot and on the c/a board. Root cause was an ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.